Event description:
About 20 days after treatment with a syringe of cosmoplast I in the upper portion of the nasolabial folds and vertical lip lines, the patient presented with superficial erythema at the injection sites. The patient was also treated with a syringe of juvederm in the lower nasolabial folds and marionnette lines, but did not present with symptoms in those areas. The physician has exonerated the juvederm from causing the erythema. The physician treated the patient with cortisone cream and claritin in case of an allergic reaction.

Manufacturer narrative:
Medwatch sent to FDA on: 26-oct-09.